Event description:
It was reported that this left ventricular (lv) lead failed to capture. Health care professional (hcp) believed that the lead was dislodged. The lead was explanted. Additional information from the field indicated that the dislodgment was confirmed via x-ray and will be returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this left ventricular (lv) lead failed to capture. Health care professional (hcp) believed that the lead was dislodged. The lead was explanted. Additional information from the field indicated that the dislodgment was confirmed via x-ray and will be returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the failure-to-capture allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The dislodgement allegation was not confirmed. Visual inspection found no evidence to support lead dislodgement.